Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter displayed an unknown error message of ¿try again with another strip¿. The complaint was classified based on the customer service representative (csr) documentation. The reported that the unspecified error message began to appear on (B)(6) 2017 at 8:00 am. The patient manages her diabetes with a combination of oral medication, diet and exercise. In response to the alleged issue the patient claimed she increased her dose of invokana at an unspecified time on (B)(6) 2017. The patient denied developing any symptoms due to the alleged issue however reported attending the doctor¿s office on (B)(6) 2017 at 2:30 pm where she was treated with trajenta 5 mg and invokana. The patient denied that any other device was used for testing. At the time of troubleshooting, the csr walked the patient through a retest and the alleged issue remained unresolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. The medical treatment received was not for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved during troubleshooting.